Event description:
A pt received two third degree burns at the pad or return electrode site during hip replacement surgery. One of the burns was 2 x 2 cm and the other 2 x 5 cm. The pad was placed on the right posterior thigh. A split return electrode without cord (note: the product was distributed by erbe elektromedizin to a medical facility. The international part number 20193-082 is equivalent to the USA part number 20193-085) was used with an electrosurgical generator model icc 350 in the operation. No problems were evident with the pt during the procedure. However, after removing the pt plate the injury was discovered. No specific medical intervention was reported to treat the situation.